Event description:
Update: (B)(6) 2013-litigation papers received. The doi was provided. There is no new additional information that would affect the investigation

Event description:
Patient was revised due to unknown reasons.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Update: (B)(6) 2013 - patients revision operative records were received. Records indicate the patient was revised to address metallosis. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
There is no new information that would change the existing MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.